Event description:
It was reported the device was scheduled to have capacitor maintenance in march but did not due to unexpected software rest. This cleared the counter count. The patient will return for a routine follow-up. No patient symptoms reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.